Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
The customer reported that the male luer spin collar cracked during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer report that the male luer spin collar cracked was confirmed. Visual inspection of the set showed the spin collar of the male luer exit had internal cracks/fractures. The identified root cause is prolonged exposure of alcohol to the male luer exit that can cause stress cracking, in combination with multiple contributing factors such as high hoop stress; outside force from use and over-tightening placed on the male luer exit either during connection or disconnection with a mating component or tool; use conditions such as application of aggressive disinfectants/cleaning agents; and extended use with repeated connection/disconnection of the component.

Event description:
The customer reported that the male luer spin collar cracked during patient use. There was no report of patient harm.